Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 12:00 pm after the end user alleged that he received higher than normal blood glucose results from his prodigy diabetes meter. The end user felt light headed and a blood glucose test was performed with his prodigy diabetes meter and the result was 399 mg/dl and he was immediately taken to the ER. Upon arrival to the ER his blood glucose reading was 179 mg/dl. No treatment was administered due to the fact that his blood glucose was within normal range. After an hour in the ER the end user was discharged with a blood glucose reading of 173 mg/dl. No additional details were provided in regards to this medical event.